Manufacturer narrative:
Concomitant medical products: product ID 977a260 serial# (B)(4) implanted: (B)(6) 2021 product type lead product ID 977a260 serial# (B)(4) implanted: (B)(6) 2021 other relevant device(s) are: product ID: 977a260, serial/lot #: va2dtj9026, ubd: 15-apr-2025, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: va2dtj9027, ubd: 15-apr-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was that they had the ins replaced on (B)(6) 2021 and that the ins was not put in correctly, so the ins had to be corrected on (B)(6) 2021. Pt stated that ever since then, their head had still been killing them. Pt stated that they told healthcare provider (hcp) the first time that the ins wasn't put in properly as the left side (lead) was down by their hairline and that the other one (lead) was on the bottom of their ear. Pt stated that the original (leads) were up on the top of each of their ears on each side. Pt then stated that they now had to recharge the ins every week to every week and a half, whereas the first ins that they had for 16 years and got relief from was charged every three to four weeks. Pt stated that they wanted the ins changed back to the previous ins since the current ins was not working and was killing them. Pt stated that they wanted a bigger battery like they had the first time so that the ins would work more often and they wouldn't have to charge the ins more often. Pt stated that the bigger battery seemed to work better and that as far as they were told, the ins was going to be the same battery when the ins was replaced. Pt then stated that they couldn't be in a group of people that were loud, they couldn't go to parties where they was music since it would kill them, and that they would have to walk away if they were sitting in a bar and someone was using an ice crusher; pt stated that was how bad the pain was. Pt stated that last month was a year that they had been suffering with the ins. Pt reiterated that the hcp had to do the ins twice to get it right, however they got to the point where they were disgusted. Pt stated that they complained to hcp but hcp said that everything was working, however pt stated that they knew that the ins was not working.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported they had to tell the doctor she placed them in wrong location after 15 years of first operation. Patient stated they know where they belong. Patient stated the first operation was (B)(6) 2021. The second operation was (B)(6) 2021 and still wrong.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6) ,implanted: (B)(6) 2021, product type lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2021, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pt noted their had a revision in (B)(6) of 2021 and the senses weren't put in the right spot (ps understood this as leads) and it was still not right. Pt also inquired if their current ins was good for 24 hours a day nonstop (ps found pt to be confusing but ps attempted to review stimulation information with pt). Pt noted they charged their 2015 implant once a month and they had to charge their current ins every week or week and a half and ps redirected pt to their hcp and representative. Pt noted when their head started pounding they would check their controller, and one of the girls informed them that their current ins was smaller than the other one (ps understood this as previous agents reviewed information with pt). Pt was disappointed and disgusted with their therapy and charging duration issues. Pt noted their pain level was at a 10 and their therapy didn't work. Ps redirected pt to their hcp and representative. Ps closed case.